Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A call center ticket was logger with the following text "wrong adjustment with the shock sequences". This could indicate a defibrillation related issue occurred. No adverse patient impact was reported.